Event description:
It was reported that the patient experienced lightheadedness, dizziness, and was near syncope. The patient's heart rate was pacing below the programmed parameters and there was intermittent non capture on the implantable pacing lead. The implantable pulse generator (ipg) and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).